Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia associated with an insulin flow blocked alarm. The customer reported a current blood glucose value of 158 mg/dl that had been elevated for greater than four hours. The event involved product(s) mmt-399a,mmt-1884l,mmt-7040b,mmt-332a. Troubleshooting was performed and the customer has type 1 diabetes and reported using the insulin pump system with auto mode active within 48 hours prior to the event and taking forxiga. The customer reported receiving an insulin flow blocked alarm during priming and treated the high blood glucose using the insulin pump and manual insulin injection. No further customer complications were reported. No product replacement or return was required for mmt-399a,mmt-1884l,mmt-7040b,mmt-332a.